Manufacturer narrative:
After sample received, based the intermediary lot number on the valve, we were able to find the final lot number of the product, as well as the correct device reference. We received one used sample. On the sample received intermediate lot number mentionned into the description was confirmed on the sample received. This lot correspond to a folysil product aa74141002. This reference concerned a folysil long term, over guidewire, so the product received was conformed: no tip issue or missed was observed. However, a leakage was observed at the junction of the valve and silicone part. This leakage is very small, and only visible when the inflation way is folded. So, catheter was not broken, and no part was missing, but balloon was deflated due to the leakage near valve. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A rmf evaluation was performed based on criq 247 risks identified 11502 (hazardous situation: catheter balloon cannot stay inflated or burst) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the urinary catheter was inserted in the emergency room the previous day was found cut off above the balloon and in the patient's bed, for no particular reason. The patient said he felt a sharp pain for a few seconds, which quickly subsided. He did not pull on the catheter manually; this happened while he was asleep. The rounded end of the ¿cut¿ catheter was not found in the rest of the device in the patient's bed and remains missing.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the urinary catheter was inserted in the emergency room the previous day was found cut off above the balloon and in the patient's bed, for no particular reason. The patient said he felt a sharp pain for a few seconds, which quickly subsided. He did not pull on the catheter manually; this happened while he was asleep. The rounded end of the ¿cut¿ catheter was not found in the rest of the device in the patient's bed and remains missing.